Event description:
It was reported that the device had an electrical reset. The reset was cleared and parameters were restored. The device remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the patient had a lot of atrial tachycardia or atrial fibrillation episodes. The historical data of the device was not available since occurence date of the power on reset.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. . Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical ram parity error power on reset (por) (B)(4) 2011 in location "0e 81". The device should be able to recover from the event and continue normal function.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device had an electrical reset. The reset was cleared and parameters were restored. The device remains in use. No patient complications have been reported as a result of this event.